Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm and was squirting out insulin during priming. The customer reported that this issue began the night prior to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.